Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 35 mg/dl. The customer was treated with food. The customer was experiencing low blood glucose for 3-4 weeks. After the troubleshooting was done, customer was advised that there is no indication of malfunctioning of the device. The customer was advised to monitor the issue and speak to healthcare provider about the low blood glucose.